Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. The customer reset pump and no additional information was received regarding further actions taken or outcomes of the event.